Event description:
Customer alleged he put resident in the sling and the lift allegedly tipped over. Undetermined injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1078987 rev j (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. This product is utilized in a facility. The resident is a male (B)(6). The resident's medical condition, stability and medication regimen are unknown. The facilities technique while using the device is unknown. The maintenance history of the device is unknown. The facility called stating that a resident was put in the sling and the lift allegedly tipped over. The resident was being transferred from the bed to the chair with the lift. The lift allegedly tipped over on the side (sideways). There were two cnas assisting in the transfer. The consumer allegedly hit the floor. The consumer was taken to the hospital. He was kept at the hospital for a few days for observation. He was in the ICU for 2 days and then moved to the medical floor for 2 days. The consumer is doing better now. The director of nursing at the facility did not know if the consumer received treatment or what the diagnosis was. They have not received that paperwork. The consumer did have a collar support on for protection. The consumer did end up going to a different facility. The lift was assessed right away by the maintenance department and has been put back in use at this time. They tested the lift with approximately the same weight and the unit functioned. After a few uses, the unit allegedly was stuck in the high position, however, that was unrelated as the battery went out. The batteries were changed out and the lift functioned as intended. The director of nursing confirmed that there was retraining of the staff. She feels that this was an isolated incident. The product is not being returned. The lift has been put back in service.